Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: the "lid was loosened."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: the "lid was loosened."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: the "lid was loosened."

Manufacturer narrative:
H6: investigation summary : bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper creepout/ decapping was observed. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for stopper creepout/ decapping was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper creepout/ decapping based on the returned photo. Bd has initiated further root cause investigation relating to the issue of stopper defects through corrective and preventive actions. CAPA pr # (B)(4) has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. H3 other text : see h10.